Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the left flank and right posterior flank using a cooladvantage+, coolcurve+ contour applicator and to the right anterior flank and upper right bra line using a cooladvantage, coolcurve contour+ applicator and on (B)(6) 2019 to the right side flank using a cooladvantage+, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) in the right bra line and bilateral lower flanks on (B)(6) 2019, diagnosed on (B)(6) 2019. Tissue was described as having well demarcated borders that were hardened to touch with visible enlargement.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to the left flank and right posterior flank using a cooladvantage+, coolcurve+ contour applicator and to the right anterior flank and upper right bra line using a cooladvantage, coolcurve contour+ applicator and on (B)(6) 2019 to the right side flank using a cooladvantage+, coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) in the right bra line and bilateral lower flanks on (B)(6) 2019, diagnosed on (B)(6) 2019. Tissue was described as having well demarcated borders that were hardened to touch with visible enlargement.